Manufacturer narrative:
Fields were updated based on the receipt of additional information. Clarification has been requested for patient weight as it is reported the weight is (B)(6), no indication if this is pounds or kilograms.

Event description:
It is reported an instinct 5.5x50 pedicle screw (unknown serial number) was found to be fractured during a follow up clinic appointment and x-ray. The patient is doing well and at this time no revision surgery is indicated.

Manufacturer narrative:
The lot number is unknown, therefore review of device history record is not possible. No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The investigation was completed with the information available. Based on the limited information available the root cause is unable to be determined. The patient's original surgery indications were the following: low back pain, degenerative disc lumbar 3-4, 4-5, lumbar 5-sacral 1 with disk disruption and facet arthropathy and nerve compression. The implant surgery date is (B)(6) 2015. Discovery date is unknown.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details.

Event description:
It was reported that an instinct java screw broke postoperatively. Additional information was requested but has not been received.